Event description:
The pt was at a concert and her device was shut off. She was by the loud speakers. She was unable to turn it back on herself. The pt was no longer having problems with the system.

Manufacturer narrative:
(B)(4)